Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This report has been submitted by the importer under this MDR report number 2429304-2025-00052.

Event description:
It was reported that the light source's light was getting hot, the spare lamp comes on and displayed an error code 101 during a diagnostic colonoscopy resulting in a delay of 30 minutes or greater. The procedure was completed using the same device with no further patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.